Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a power system error alarm on the device. Customer's blood glucose was 3 mmol/l. Customer reviewed the alarm history and noted that the alarms were going in 4 hour windows. Customer has rewound and replaced the set on every occurrence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was returned for power error alarms. The detailed trace analysis confirmed that the alarm was triggered when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Analysis of the micro timer in the detailed trace confirmed that the root cause was the non-sleep anomaly software error. The pump was received with minor scratches on the lcd window, cracked battery tube threads, a scratched case and keypad overlay texture damage.